Event description:
It was reported that a patient's vns had high lead impedance after diagnostics were performed. The patient was referred for surgical consult. No known surgery has occurred to-date. No additional relevant information has been received to-date.

Manufacturer narrative:
Date of this report, corrected data: the date of the report for follow-up report #2 was inadvertently provided as 04/12/2016, but was intended to be 01/10/2017.

Event description:
Analysis was completed for the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.995 volts and did not show an end-of-service indicator. The downloaded data revealed that 17.857% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis was completed for the lead. The reported lead fracture was not verified within the returned lead portion. Note that since a portion of the lead, including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
Full revision surgery occurred on (B)(6) 2016. The explanted products were reported to have been discarded by the explant facility.

Event description:
It was later reported by a company representative that the product was in fact available for return from the facility. The generator was received by the manufacturer where analysis is underway but has not been completed to-date.